Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain. It was reported that there was poor telemetry or no telemetry with recharging. The patient reported that her ins stopped working because it won¿t charge and always shows her the reposition antenna screen. This issue began a few months ago, and since then she started to have additional pain up in her neck and her right side. The patient was scheduled for an MRI on (B)(6) 2019 to determine if the issue is with the ins or the leads. Troubleshooting revealed poor communication on both the patient programmer and recharger screens. It was reviewed that the ins was likely overdischarged. A physician recharge mode (prm) was reviewed. The patient was redirected to their /healthcare provider (hcp) to address suspected overdischarge. The patient had an appointment with their healthcare provider (hcp) scheduled for (B)(6) 2019. Additionally, it was reported that while patient¿s ins was healing, it shifted and turned. The patient explained that instead of being like a square and placed in there properly, it turned and now it was shaped like a diamond, so one of the corners literally sticks out. When the patient is wearing pants, it literally will stick out over the top of her pants and becomes very irritable. It becomes very irritating, it hurts, so the patient may have to get the battery shifted. The patient stated that she noticed that when she put on her pants, she would need to pull the left side down up under the battery pack because she couldn't have anything on the ins battery. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.